Manufacturer narrative:
Additional information was received from the field service representative on 12/17/2015. The fse reported that use error was the cause of the reported issue. The customer was re-trained as part of the service event. There was no device malfunction identified related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a loss of roadmap playback functionality. No patient serious injury or death was reported related to this event.